Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. Following the procedure, the mesh had given way at the hernia defect site resulting in a recurrent hernia. The patient underwent a repair procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.